Manufacturer narrative:
(B)(4). Per DHR the product weckvista access balloon port 10mmx100mm, lot # 73f1600241 was manufactured on 06/20/2016 a total of (B)(4) pieces. Lot was released on 06/23/2016. DHR investigation did not show issues related to complaint. The customer returned one unit of 410944l weckvista access balloon port 10mmx100mm for investigation. Only a representative sample was returned. An actual sample was not returned. The representative sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. A functional inspection was performed by attempting to inflate the balloon of the returned sample. A 10 ml syringe that comes in the package of the device was filled with air. The syringe was then connected to the check valve of the port and using hand pressure, the air was injected. The balloon immediately inflated. The balloon was left inflated for 5 minutes and no leaks were detected. The syringe was then connected to the check valve and the balloon was deflated. No functional issues were found with the device. Other remarks: the IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." The reported complaint of "balloon burst" could not be confirmed since the actual sample was not returned. The customer returned a r epresentative sample in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as the balloon on the returned device was able to properly inflate and deflate. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device. No further action will be taken.

Event description:
The balloon burst while in use. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The balloon burst while in use. There was no patient injury.